Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the long bipolar grasper stopped working due to a cut in the power cable. It was impossible to open and close the jaws of the forceps. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, and there was nothing unusual. Hemostasis was performed on a small vessel when the event occurred. The wire was visible through optics, the cable was broken in two. There was a loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of the cable damage. The procedure was completed using another instrument. There was no instrument collision during the procedure. Photographic images of the instrument or a video recording of the procedure are not available for review by intuitive.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.